Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Upon visual inspection, opto button spring was found to be loose that would be related to the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the opto button spring was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the opto button spring in the mtm. This issue can be resolved by replacing the mtm. This issue is captured in the fmea, mtm, is3000 (818205-10, rev. K) via risk ID 52.2.

Event description:
It was reported that during a da vinci-assisted surgical ureteral reimplantation procedure (dual consoles), intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the clutch button was detached from master tool manipulator left (mtml), and repeated recoverable errors 23031 occurred. The tse confirmed error 23031 in the logs pointing to the mtml. Before contacting the tse, the customer had reattached the clutch button and power cycled the system, but the issue persisted. The customer elected to disable mtml and used the other surgeon side console (ssc) to continue with the procedure. The procedure was completing as planned with no reported injury.